Event description:
As reported (B)(4) 2013, a customer reported an increase in dvt's and blood clots in patients treated with the vcure 1470 unit at the customer's facility. As a precaution, the customer has requested the facility's unit be evaluated by the MFR. The unit has been returned to the MFR for evaluation.

Manufacturer narrative:
Returned for evaluation was one venacure 1470 unit (sn (B)(4)). Assessment of the unit determined the unit functioned as intended. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual (venacure 1470 operator manual us, version 2.0), which is supplied to the user with this unit lists dvt as a potential adverse effect of the procedure. Attempts are being made by angiodynamics in regards to the treated patient's information and well-being. There have been no reports to date of permanent patient harm or injury. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue will continue to be monitored for trends. (B)(4).